Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had their system replaced (B)(6) 2016 and that since the second surgery it has not been working and they keep changing the setting and the patient was in pain. The patient was reportedly in contact with two different manufacturer representatives (rep) and it doesn't work. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they went to see their hcp as a step to resolve the system not working and pain. The patient noted that system had been reprogrammed, it was still not good but was better. No further complications were reported or were expected.